Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of -6.76%, which is outside the acceptable range of +/-4.5%. After calibrating the pump's flow rate offset from -4 to 1, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/25/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.

Manufacturer narrative:
Refer to 3006575795-2024-00604 for event details. Reference to complaint #:(B)(4).